Manufacturer narrative:
Retainer ring = black customer returned pump for alleged blank display, high bg's, and low bg's was found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery alerts on (B)(6) 2021 at 17:40:00.000 was found in the pump downloaded history. Unable to confirm high bg's. Unable to confirm low bg's. Pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the harness assembly vibrator. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for blank display was not confirmed. Unable to confirm high bg's. Unable to confirm low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. Mother stated that they changed 2 sites and treated with insulin pump before going to bed. When they test blood glucose level in morning the blood glucose level was 44 mg/dl so they treated with carbohydrates and blood glucose level came back to normal. The insulin pump had a blank display. They were unable to perform troubleshooting due to blank display. The customer was not using a sensor so the insulin pump was not on auto mode at the time of incident. The insulin pump will be returned for analysis.